Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician used a vasco +18 microcatheter (.021") to deliver an embotrap ii 5x33 revascularization device (et007533, 21g169av). However, during advancing the embotrap, became stuck in the microcatheter (mc) and was not coming out. Immediately, he removed all the assembly and used another embotrap with a prowler select plus microcatheter and the procedure was successfully completed. The surgery was delayed by 5 minutes due to the event. There was no patient injury reported. Additional information received indicated that there was no damage to the mc or the embotrap. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The rhv was released and placed embotrap till the distal end of the hub then tightened the rhv and pushed embotrap ii into the microcatheter. The device was flushed without difficulty. The device was able to be advanced through the hub. It was further clarified that the problem occurred during the placement into the microcatheter and stuck within hence no passes were done and removed entire assembly. The initial examination of the returned embotrap device showed evidence of interlocking of the floating crowns on one of the body sections on the device, and the distal coil showed evidence of deformation. Under magnification it was observed that minor kinking of the struts of the distal section of the outer cage were present. No further damage or deformation was observed on any other part of the returned device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted on the distal struts of the device during the visual inspection under magnification is consistent with attempted delivery against resistance. The interlocking of the floating crowns of the outer cage of the device is consistent with a device being advanced in an expanded state (i.e., through a catheter with a larger ID than 0.021¿). As the complaint event description states that the device was advanced through a 0.021¿ ID vasco +18 microcatheter, this cause cannot be attributed as the cause of this deformation. The returned embotrap device in its returned state was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device in its returned state and sample 0.021¿ microcatheters. Four sample 0.021¿ microcatheters were trailed with the returned embotrap device in its returned state. The embotrap device successfully delivered to the distal tip of all four sample microcatheters without issue. This indicates that the damage present on the returned embotrap device did not impact the device¿s compatibility with 0.021¿ microcatheters. Following delivery assessments, the interlocking of the floating crowns on body section 3 was removed through gentle manipulation of the device. Following removal of this interlocking, the device shape returned to normal, showing no signs of permanent deformation. The returned embotrap device shows signs of deformation. Visual inspection of the device showed evidence of kinking of the struts in the distal section of the device, deformation of the distal tip, and interlocking of the floating crowns on one of the body sections of the device. No further damage to the remainder of the device was observed. The complaint event description reported that there was no damage present on the embotrap device, indicating that the damage and deformation observed on the returned device was not observed during the complaint event. The vasco +18 microcatheter used during this complaint event was not returned, and therefore could not be inspected. The returned embotrap device in its returned state was successfully delivered through four different sample 0.021¿ microcatheters. The complaint event of failing to deliver the embotrap device was not confirmed with any of the sample 0.021¿ microcatheters. The damage and deformation observed on the returned device did not impact the device¿s compatibility with 0.021¿ microcatheters, indicating that this damage and deformation was not a contributing factor in the failure of the device to deliver during the complaint event. Interlocking of the floating crowns of the device is consistent with advancing the device in an expanded state, but as the complaint event description states that the device was advanced through a 0.021¿ vasco +18 microcatheter, this cause cannot be attributed as the cause of this deformation. The deformation present on one of the body sections of the returned device was removed through gentle manipulation of the device. The complaint report described how the returned embotrap device was stuck in the vasco +18 microcatheter during initial delivery of the device. The complaint event description also reported that an additional embotrap device was used with a different 0.021¿ microcatheter to successfully complete the procedure. The minor kinking on the distal struts of the returned embotrap device is consistent with advancing a device against resistance. Based on the successful delivery assessments using the returned embotrap device in its returned state with sample 0.021¿ microcatheters, the cause of this complaint event cannot be confirmed. It is possible that it was a result of a microcatheter specific issue, such as kinking of the microcatheter or obstruction of the microcatheter lumen; however, without being able to analyze the vasco +18 microcatheter used during the complaint procedure, this cannot be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no damage to the mc or the embotrap. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The rhv was released and placed embotrap till the distal end of the hub then tightened the rhv and pushed embotrap ii into the microcatheter. The device was flushed without difficulty. The device was able to be advanced through the hub. It was further clarified that the problem occurred during the placement into the microcatheter and stuck within hence no passes were done and removed entire assembly. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician used a vasco +18 microcatheter (.021") to deliver an embotrap ii 5x33 revascularization device (et007533, lot unknown). However, during advancing the embotrap, it became stuck in the microcatheter and was not coming out. Immediately, he removed all the assembly and used another embotrap with a prowler select plus microcatheter and the procedure was successfully completed. The surgery was delayed by 5 minutes due to the event. There was no patient injury reported.